Manufacturer narrative:
Failure analysis for fiber 10-2090-403h-(B)(4): the fiber cap show mild usage; the glass cap exhibits mild charred detritus adhesion and mild devitrification at the output area; the fiber is broken and detached 1 inch forward of the control knob, between control knob and distal tip; the shrink tubing/fiber exhibits signs of melting at the break. Fiber card analysis: use date:8/7/2014 -169,440 joules. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending/use handling.

Event description:
It was reported that during a prostate procedure, a medical device / surgical fiber malfunctioned. The procedure was completed using a second surgical fiber. There was no patient injury reported.